Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, during the seal integrity phase a fluid loss alarm was generated (rate unknown). The procedure continued into the heating phase and an additional three fluid loss alarms occurred prior to the ablation phase. A cervical leak was noted during visual inspection and it was also confirmed that a burn was not sustained due to this event. It was noted that the patient had a patulous cervix that did not require dilation. A second genesys kit was used to complete the procedure without complications. The patient is reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received stating the event occured prior to ablation. It is also noted that a leak occurring prior to the ablation phase of the procedure is not a medwatch reportable condition.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, during the seal integrity phase a fluid loss alarm was generated (rate unknown). The procedure continued into the heating phase and an additional three fluid loss alarms occurred. A cervical leak was noted during visual inspection and it was also confirmed that a burn was not sustained due to this event. It was noted that the patient had a patulous cervix that did not require dilation. A second genesys kit was used to complete the procedure without complications. The patient is reported to be fine.